Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after the pump stopped insulin delivery due to depleted supplies, then resumed delivery after being walked through a supply change. Symptoms included elevated blood glucose. Outcomes included no medical intervention, no back-up therapy, and no ketone testing. Investigation included user interview and troubleshooting guidance. Investigation of this case revealed user error related to running out of insulin and successful restoration of therapy after supply replacement. It was concluded that the event was related to use conditions with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.